Manufacturer narrative:
E1 initial reporter phone no.: (B)(6) the device was received for evaluation. During evaluation, the device had air sensor detector error. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause of the condition was determined to be ultrasonic sensor errors and upstream (ultrasonic) sensor reading out of range. The ultrasonic assembly will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed air in line in ehl. No additional information is available.

Manufacturer narrative:
Correction: during evaluation of the device there were no air in line alarms that occurred and there was no requirement to review the event history log for air in line alarms. The customer reported issue of ¿air sensor detector error¿ is verbiage for a reload set. This was confirmed during evaluation as reload set alarms were found during event history log review and the cause of the reload set was determined to be the upstream sensor reading out of range. The ultrasonic sensor was replaced to address the customer issue. A reload set alarm occurs upon pump-tubing set-up (tubing loading). This issue may result in a delay of starting the pump. It is unlikely that this would cause or contribute to a death or serious injury. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted